Event description:
Customer reports one incident of dialyzer clotting in 01/01 during pt treatment. Treatment was terminated. Blood could not be reinfused to the pt. No pt injury or medical intervention reported.